Event description:
Customer's husband reported meter results of 531 mg/dl, 147 mg/dl, "100 something" mg/dl, and "300 something" mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.